Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03april2019. The customer troubleshot with technical support..the customer replaced the user interface assembly to address the reported issue.

Event description:
It was reported that the ventilator had a dim display. No patient involvement. Event date not specified; estimate used.